Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: at 12:42 on (B)(6) 2019, the patient received infusion treatment in the infusion room. When the nurse opened the indwelling needle, the glass tube of the indwelling needle handle fell off automatically. The nurse immediately replaced the indwelling needle, which had no effect on the patient.

Manufacturer narrative:
H.6 investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd insyte¿ IV catheter was damaged. This was discovered before use. The following information was provided by the initial reporter: at 12:42 on (B)(6) 2019, the patient received infusion treatment in the infusion room. When the nurse opened the indwelling needle, the glass tube of the indwelling needle handle fell off automatically. The nurse immediately replaced the indwelling needle, which had no effect on the patient.